Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device went into back-up vvi mode. Firmware was reinstalled and the device was restored to normal operation. The device remains implanted.